Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or issues with the shaft or hypotube of the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 10mm x 2.00mm wolverine coronary cutting balloon monorail was used to dilate the target lesion. The device was inflated up to nominal pressure when the balloon ruptured. The procedure was successfully completed with a non bsc device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 10mm x 2.00mm wolverine coronary cutting balloon monorail was used to dilate the target lesion. The device was inflated up to nominal pressure when the balloon ruptured. The procedure was successfully completed with a non bsc device. No patient complications were reported in relation to this event.